Event description:
It was reported to medtronic minimed that the customer needed assistance with alert inserting the new battery, the pump does not power back on. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Troubleshooting was performed for the replace battery now alarm and the serialized device was replaced. This was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1715k was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed sleep current measurement and active current measurement. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thus. No low battery alerts noted during testing. In further full review in the pump history found unexpected low battery alarms on 02/02/2025 04:32:00, 01/31/2025 05:57:00, and on 01/29/2025 07:16:00. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and missing display window/cover. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.